Event description:
Customer/customer's husband reported blood glucose results of 415 mg/dl on her advantage system, 44 mg/dl on a professional system within 10 minutes. The customer was symptomatic of hypoglycemia, was treated accordingly. In a second comparison, the customer had a result in the "low 300's" mg/dl on her advantage system, 110 mg/dl on a professional system within 10 minutes. Customer reported no symptoms, was not treated. A request was made for the return of the system, replacement was sent.